Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprostheses instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2015, a patient underwent an endovascular procedure using two conformable gore® tag® thoracic endoprostheses (ctag) to repair stanford type a chronic aortic dissection. The three aortic branches were planned to be intentionally covered with the ctag devices and therefore a bypass procedure was performed from the ascending aorta to the three branches. It was reported that the proximal neck of the tgu343420j/13306565 was placed within the surgical graft which replaced the distal ascending aorta. The final angiography revealed a proximal type I endoleak; however the physician elected to monitor the endoleak. The patient tolerated the procedure. Post-operatively, the endoleak persisted. On (B)(6) 2015, a re-intervention was performed to repair the endoleak whereby additional devices were implanted to reline the proximal neck. Coil-embolization was also undertaken to the root of the aortic branches.